Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(4) confirmed a driveline issue that could have contributed to the reported driveline fault events, which were observed in the submitted log files. The submitted system controller log files captured several driveline fault and associated yellow wrench advisory alarms from (B)(6) 2019 through (B)(6) 2019. Based on previous complaint experience, the observed driveline faults could be indicative of a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2019, and the replaced portion was returned in a segment measuring approximately 20¿. Segments of the outer silicone jacket, bionate, and metal braided shield layers were also returned. Metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿ from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation or inner conductors. Electrical continuity and manipulation of the individual wires did not reveal any areas of compromised inner conductors. The evaluation of the driveline repair segment did not reveal any driveline damage that would have contributed to the driveline fault events observed in the submitted log files. Of note, the log files captured several driveline fault and yellow wrench advisory alarms immediately following the driveline repair on (B)(6) 2019. The patient underwent a pump exchange on (B)(6) 2019, and (B)(4) was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 11¿ and 25¿. The previous driveline repair was observed approximately 17.5¿ through 21.5¿ from the metal connector. Metal braided shield breakdown was observed approximately 3¿ through 5.5¿ from the pump housing. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed breaches in the insulation of the black, brown, orange, yellow, and green wires approximately 1¿ from the pump housing, exposing the inner conductors. Further inspection revealed that the inner conductors of the orange wire were fractured at the location of the breach. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the damaged inner conductors of the orange wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault and associated yellow wrench advisory alarms observed in the submitted log files. An incidental finding was observed: rescue tape was observed surrounding the terminus of the bend relief. Upon removal of the observed rescue tape, a tear was observed in the outer silicone jacket approximately 2.5¿ from the metal connector. The underlying bionate revealed no evidence of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the customer requested a percutaneous (perc) lead repair due to on going driveline fault events. A log file analysis found no unusual events and the equipment was operating as intended. The log file driveline data did show further degradation to phase c. A phase interruption test pre-repair did not result in identifying a broken wire. A full length percutaneous lead repair was performed on (B)(6) 2019 without issue. Approximately 10 minutes after crimping the last wire, a driveline fault appeared on the monitor and would clear and reappear sporadically throughout the remaining repair time. Post perc lead repair the log file driveline data continued to show degradation to phase c, so the driveline repair did not resolve the issue. The patient underwent a pump exchange on (B)(6) 2019.